Manufacturer narrative:
In the initial report it was reported that the manufacturing date for the system was 6/1/2009. However, the manufacturing site has provided the date as 2008 (year only). A review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is no significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported on (B)(6) 2017 that patient presented one week post-op visit with a corneal infiltrate in right eye. Infiltrate was 1mm in diameter and located approximately 2mm from the limbus at the 5 o'clock position. There was no conjunctival injection and the subject reported no pain or discomfort in the right eye. Vision was 20/29 in the right eye. On (B)(6) 2017 was reported that patient was instructed to increase the vigamox to every 2 hours in the right eye. Patient was also given polytrim to use every 2 hours (alternating each antibiotic to give every hour antibiotic coverage while awake, continue the fml drops and refresh plus as instructed. It was reported that subject was seen on 8, 9, 11, and 14 of (B)(6) 2017. The vigamox was discontinued on (B)(6) 2017 an polytrim was discontinued on (B)(6) right eye vision at the 1 month follow up on (B)(6) 2017 was 20/22 uncorrected and 20/19 best corrected. The infiltrate was still visible but improved.